Event description:
Patient was having a cystoscopy, bilateral retrograde pyelograms, bilateral ureteroscopy, left nephrostomy, left laser lithotripsy, stent placement, interpretation of fluoroscopy. Left retrograde pyelogram was done and showed filling defect consistent with a stone in the left upj (ureteropelvic junction) with mild hydronephrosis. A ureteral access sheath was used to enter the ureter. During the process, a small plastic part from introducer broke while pulling it out of the sheath and it was difficult to remove the introducer. The entire navigator set had to be removed and a new set opened for use.======================manufacturer response for ureteral access sheath set, navigator (per site reporter).======================nothing yet.